Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s entire system was explanted on (B)(6) 2024 for an unknown reason.

Event description:
Additional information received identified that there were no known allegations of deficiencies against the device.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.